Manufacturer narrative:
Additional information: h6. As reported in a research article, shortness of breath, regurgitation, paravalvular leak, and replacement of the valve with a valve-in-valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported through a research article identifying a 21mm trifecta valve that may be related to paravalvular regurgitation and mildly thick leaflets. Specific patient information is documented as unknown. Details are listed in the attached article, titled central and paravalvular regurgitation in a patient with a history of a bioprosthetic aortic valve. On unknown date a 21mm trifecta valve was implanted in a (B)(6) year old male. The patient presented to follow-up 6 year post implant and an echocardiogram was performed and severe central and paravalvular regurgitation was noted. A transesophageal echocardiogram (tee) was performed and a posterolateral paravalvular jet with holodiastolic flow in the descending aorta. Mildly thickened leaflets resulted in restricted opening of non-coronary cusp (ncc) was also noted. A 6/6mm amplazter duct occluder ii was implanted to in the paravalvular leak. A valve in valve was performed and a 23mm corevalve evolut pro was implanted. Patient was reported to be stable and was discharged with nyha class ii symptoms.